Manufacturer narrative:
The pacer was received in normal working conditions with battery voltage above eri. Electrical and mechanical analysis performed, indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker had eroded the pocket and there was a chance of infection. The physician did not allege the infection was related to the implant site or abbott products. The device was explanted. The patient was stable.